Event description:
The iab was inserted into the pt on 4/8/97 at 7:00 pm. On 4/9/97 at 1:45 am after iabp for about seven hrs, the iab leaked. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 4/11/97. Pt's current status: rpt'd 4/11/97.